Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2002 and suture was used to close the external obliques. Soon after the surgery the patient started experiencing pain near the suture line and nausea. The patient has had an egd, colonoscopy, xrays and ctscans. The patient also experiences constant nausea and has seen the surgeon several times. The patient has an appointment on (B)(6) 2014 to see the surgeon to discuss the removal of the suture. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.